Manufacturer narrative:
H10 h6: visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. The upper jaw hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw hinge to break could be due to torqueing the device excessively and placing too much force on the hinge and upper jaw. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided images found the linkage to the upper jaw is broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a knee surgery, after the "novostitch pro meniscal repair system" inserter was used to place the suture, it was removed from the knee and a second cartridge was inserted. However, it was noticed that the upper jaw mechanism had broken. The procedure was successfully completed without significant delay using the same device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.